Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results of the investigation testing, the presence of a streptavidin interfering factor was likely present in the investigated sample. This type of interfering factor is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. The initial results were automatically reported outside the laboratory. No adverse event was reported. The preliminary investigation found a general reagent issue most likely not present. The differences in results may be caused by the presence of microclots and/or small fibrin filaments in the sample. A temporary calibration problem could not be totally excluded.